Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump¿s history and trace files downloaded successfully using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, pump received with constant failed battery alarms after new battery installation. Unable to perform the displacement test, sleep current test, active current test and self test due to constant failed battery alarms. Failed battery alarms noted in the pump history files on (B)(6) 2023 at 14:26:17.000. Pump was cut open in order to perform visual inspection and found a cold/poor solder joint at r11 on the pcba 2 board. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, cracked battery tube threads, label damage, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed where cracked case, cracked battery tube threads, and cracked case on the battery tube side was noted. Failed battery alarms confirmed during testing and in the pump history files due to cold/poor solder joint at r11 on the pcba 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported crack in the case of the pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.